Event description:
It was reported that during the ophthalmic artery aneurysm embolization procedure, resistance was encountered when delivering the stent (subject device) within the microcatheter and it could not be advanced forward. Upon withdrawal the stent (subject device) was prematurely detached within the proximal section of the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the ophthalmic artery aneurysm embolization procedure, resistance was encountered when delivering the stent (subject device) within the microcatheter and it could not be advanced forward. Upon withdrawal the stent (subject device) was prematurely detached within the proximal section of the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 returned to manufacturer on - updated. D9 product available to stryker ¿ updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the distal part of the sdw (stent delivery wire) was found to be kinked/bent. The deployed stent was found inside of the microcatheter shaft. The stent was found to be deformed. The distal tip of the stent introducer sheath was found to be damaged. During functional inspection the as reported stent difficult/unable to advance or pullback through catheter was unable to be performed as the stent was found to be deployed inside the microcatheter. The as reported stent deployed prematurely during use was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that when the stent was delivered from introducing sheath to go into microcatheter hub, resistance was encountered and the stent could not be advanced forward. The operator withdrew the delivery wire out and the stent was not coming out together. The operator tried to find the stent on the table. He cut the microcatheter and after several tries the stent was found at proximal of microcatheter. The stent was returned for analysis deployed inside the lumen of the microcatheter shaft (the stent was no longer present on the sdw). The stent was noted to be deformed and the 3 marker bands were present on both ends of the stent. The introducer sheath was returned for analysis and was the distal tip was damaged. The stent delivery wire (sdw) was also returned separately and was kinked/bent at multiple locations towards the distal end of the wire. Given the slight crush damage noted to the distal tip opening of the introducer sheath and the deformation noted to the sdw, as well as the event description which notes increasing resistance when the stent was being advanced from the introducer sheath into the microcatheter, it is possible that the introducer sheath was initially advanced slightly too far forward. If the sheath did not move during stent transfer, the slight crush damage to the distal tip opening may have resulted in deformation of the stent. Alternatively, the sheath subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. These are the most likely reasons to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported events of stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use and the as analyzed events of stent deployed prematurely during use, sdw kinked/bent, stent deformed, and stent introducer distal tip damaged as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.